Event description:
Consumer reported complaint for error message (e-0). The test strip lot manufacturer¿s expiration date is 02/28/2025. The product is not stored according to specification (bathroom). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer non-fasting and produced test result of 190 mg/dl using true metrix air meter. The customer feels well and did not report any symptoms. Customer stated on 12/14/2023 his blood sugar had dropped low, in the 50s, and the ambulance was called. Customer was taken to the hospital and was diagnosed with low blood glucose. Customer had been hospitalized for three days. Customer is only concerned with the e-0 errors not the low result.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due seeking medical attention due to the low blood glucose results obtained. Meter was returned. Reported defect not reproduced on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.